Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-aug-2018 from the patient who reported that the event occurred ¿in the mid-1990s as a best guess¿. It was about 30 days after her first implant. The patient¿s weight at the time of the event was approximately (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was peripheral neuropathy and non-malignant pain. On (B)(6) 2018 the patient reported that she had withdrawal symptoms before with her first pump. Per the patient, the withdrawal symptoms were a result of the pump not being refilled with the correct amount, so she ran out of drug in the pump. When they went to refill the pump, it was empty. The patient did not provide any additional information regarding the event. No further complications have been reported as a result of this event.